Event description:
The customer reports the doctor found the swg (spring wire guide) kinked prior to use on a patient.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide assembly, cvc, introducer needle, and lidstock for evaluation. Visual examination revealed a kink in the guide wire near the j-bend. Microscopic examination of the guide wire confirmed the kink but also revealed signs-of-use in the form of biological material on the guide wire body and the tubing. Two locations of coil offset were also observed. No other defect or anomalies were identified. The length and outer diameter of the guide wire were measured and were found to be within specification. The first coil offset measured 8.5mm from the distal tip. The second offset coil measured 14mm from the distal tip. The bend in the guide wire measured 85mm from the distal tip. A lab inventory spring wire guide with a diameter of .035" was inserted through the distal tip of the returned catheter. Little to no resistance was observed, and the guide wire was able to pass completely through the catheter. A manual tug test revealed that both the proximal and distal welds were secure to the guide wire. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also cautions, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report of a spring wire guide kinking in the package was not confirmed through complaint investigation as biological material was discovered on the guide wire body. Visual examination revealed a slight bend and two locations offset coils near the distal end of the guide wire. All relevant functional and dimensional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked prior to use on a patient.